Manufacturer narrative:
Correction (26-aug-2019): MDR 2432235-2019-00301, filed on 23-aug-2019, is a duplicate of MDR 2432235-2019-00282 that was filed on 16-jul-2019.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that the calibration and qc recovery was within acceptable ranges. Siemens dispatched a customer service engineer (cse) to the customer site. The cse ran a dilution mixer (dmix) service and determined the method was out of specifications. A realignment of the dilution mixer was performed, and the dmix service continued to fail. The cse replaced the dilution mixer and impeller and performed alignments to verify the operation of the analyzer. Qc testing was performed, and the results were within the acceptable range. Siemens evaluated the event and concluded that the potential cause for the falsely elevated carbon dioxide concentrated (co2_c) results is due to a mechanical fault in the dilution mixer or impeller. Siemens confirms that the analyzer is operating according to specifications, and no further evaluation of this device was required.

Event description:
The customer obtained two discordant, falsely elevated, carbon dioxide concentrated (co2_c) results on a patient sample on the atellica ch 930 analyzer. The customer reported the initial discordant result (36 mmol/l) to the physician(s). The customer recalibrated the co2 assay on the atellica ch 930 analyzer and used the same patient sample to perform repeat testing. The customer stated that the repeat result was normal compared to the initial results, and issued a corrected report. There are no reports of patient intervention or adverse health consequence due to the falsely elevated co2_c results.